Event description:
It was reported that buttons were unresponsive on her daughter's insulin pump. The mother stated that two days before the numbers were ramping during bolus. The caller also mentioned getting a button error alarm. The battery was changed, but the up arrow was not functioning. The blood glucose reading was 200mg/dl. Advised the mother to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up arrow button due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at the display window corners, reservoir tube lip and battery tube threads, minor scratched lcd window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).